Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen'), device expulsion ('breakage/ expulsion:- expulsion/ migration'), fallopian tube perforation ('perforation :- fallopian tubes') and breast cancer female ('tumor / teratoma / cancer type: breast cancer') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candida, allergic rhinitis, metrorrhagia, myalgia, loss of energy, insomnia, vaginal dryness, libido decreased and tachycardia. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan), paclitaxel (taxol), phenazopyridine, tamoxifen, trastuzumab (herceptin) and tretinoin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In 2014, the patient experienced pollen allergy ("allergy /allergic or hypersensitivity reaction type: trees,"), bladder disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and urinary tract disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have breast cancer female (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts ,"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic / abdominal pain/ chronic/lower pelvic"), abdominal pain ("pelvic / abdominal pain/ chronic"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), urinary tract infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), vaginal infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), alopecia ("hair loss"), headache ("headaches") and seasonal allergy ("allergic or hypersensitivity reaction type:grass,pollen"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, breast cancer female, psychological trauma, alopecia, headache, weight increased and seasonal allergy outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, pollen allergy, the last episode of menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, nausea, vaginal haemorrhage, haemorrhagic cyst and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, breast cancer female, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic cyst, headache, nausea, pelvic pain, pollen allergy, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia, seasonal allergy and the second episode of menorrhagia to be related to essure. The reporter commented: she received treatment for expulsion, psych injury, migration, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge discrepancy noted in date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: the uterus is anteverted and measures 8.9 x 4.6 x 6.3 cm. There is increased echotexture along the anterior margin of the lower uterine wall consistent with a caesarean section scar. There linear echogenic structures along superior lateral margins of the uterus consistent a sterile is a shin device. No focal leiomyoma. The endometrial complex measures 5 mm in thickness. Right ovary: the right ovary measures 2.0 x 1.2 x 1.9 cm. Vascular flow is present. Left ovary: the left ovary measures 4.6 x 2.3 x 3.5 cm. There is a large complex cysts which measures 3.8 x 2.3 x 3.4 cm. There is thickened cyst wall with increased vascularity. Increased internal echoes are noted without focal solid component. Vascular flow is present. Other: moderate simple free fluid surrounding the cervix and left ovary. This region measures 6.5 x 2.5 x 4.0 for a calculated volume of 33 cc. Impression: left ovarian complex cyst measures up to 3.8 cm. This likely reflects a hemorrhagic cyst. Consider repeat imaging in 6 8 weeks to assess for resolution. Linear structures along the lateral margin of the uterus consistent with surgical contraceptive devices no uterine fibroids noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen'), device expulsion ('breakage/ expulsion:- expulsion/ migration'), fallopian tube perforation ('perforation :- fallopian tubes') and breast cancer ('tumor / teratoma / cancer type: breast cancer') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candida, allergic rhinitis, metrorrhagia, myalgia, loss of energy, insomnia, vaginal dryness, libido decreased and tachycardia. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan), paclitaxel (taxol), phenazopyridine, tamoxifen, trastuzumab (herceptin) and tretinoin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In 2014, the patient experienced allergy to plants ("allergy /allergic or hypersensitivity reaction type: trees,"), bladder disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and urinary tract disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have breast cancer (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge") and haemorrhagic cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic cysts ,"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic / abdominal pain/ chronic/lower pelvic"), abdominal pain ("pelvic / abdominal pain/ chronic"), back pain ("back pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), urinary tract infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), vaginal infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), alopecia ("hair loss"), headache ("headaches") and seasonal allergy ("allergic or hypersensitivity reaction type:grass,pollen"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, fallopian tube perforation, breast cancer, psychological trauma, alopecia, headache, weight increased and seasonal allergy outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, allergy to plants, the last episode of menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, nausea, vaginal haemorrhage, haemorrhagic cyst and dyspareunia had resolved. The reporter considered abdominal pain, allergy to plants, alopecia, back pain, bladder disorder, breast cancer, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, haemorrhagic cyst, headache, nausea, pelvic pain, psychological trauma, seasonal allergy, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she received treatment for expulsion, psych injury, migration, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge discrepancy noted in date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: findings: uterus: the uterus is anteverted and measures 8.9 x 4.6 x 6.3 cm. There is increased echotexture along the anterior margin of the lower uterine wall consistent with a caesarean section scar. There linear echogenic structures along superior lateral margins of the uterus consistent a sterile is a shin device. No focal leiomyoma. The endometrial complex measures 5 mm in thickness. Right ovary: the right ovary measures 2.0 x 1.2 x 1.9 cm. Vascular flow is present. Left ovary: the left ovary measures 4.6 x 2.3 x 3.5 cm. There is a large complex cysts which measures 3.8 x 2.3 x 3.4 cm. There is thickened cyst wall with increased vascularity. Increased internal echoes are noted without focal solid component. Vascular flow is present. Other: moderate simple free fluid surrounding the cervix and left ovary. This region measures 6.5 x 2.5 x 4.0 for a calculated volume of 33 cc. Impression: 1. Left ovarian complex cyst measures up to 3.8 cm. This likely reflects a hemorrhagic cyst. Consider repeat imaging in 6 8 weeks to assess for resolution. 2. Linear structures along the lateral margin of the uterus consistent with surgical contraceptive devices 3. No uterine fibroids noted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : urinary tract infection, breast cancer, fatigue, dyspareunia, pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs and mr received :event allergy is updated to more specific events: : allergy to plants, events added- abnormal bleeding (vaginal, menorrhagia), hemorrhagic cysts , migration of essure device location of device: abdomen , dyspareunia, breast cancer,allergic or hypersensitivity reaction type: grass,pollen. Aka name added, reporter added, patient demographic added, events outcome updated, events onset date, events severity, concomitant drug, medical history added and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion:- expulsion/ migration') and fallopian tube perforation ('perforation :- fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic / abdominal pain/ chronic"), abdominal pain ("pelvic / abdominal pain/ chronic"), back pain ("back pain"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), bladder disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), urinary tract disorder ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), cystitis ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), urinary tract infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), vaginal infection ("bladder/urinary problems:- bladder problems, urinary problems, bladder infection, uti, vaginal infection, discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fallopian tube perforation, psychological trauma, fatigue, alopecia, headache, nausea and weight increased outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for expulsion, psych injury, migration, fallopian tube perforation, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: injury nos was replaced with pelvic pain. New events added - dysmenorrhea , abdominal pain, back pain, menorrhagia, expulsion, psych injury, perforation :- fallopian tubes, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, headaches, nausea, weight gain. Updated outcome of events dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge to recovered/resolved. Patients dob, date of removal, lab data were added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.